Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm triggered unrecoverable errors and became stuck for six times. The team could be able to gain control in between the occurrences of the error. The team continued using the arm in that state until the end of the surgery. There was approximately 10 minutes of delay to the reported issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex b, annex c annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the joint position sensor (jps) brooming script was performed on robotic arm joint 2 (ra_j2) to resolve the issue. Evaluation of the device data indicates that the aca experienced a mismatch in joint positions at ra_j2 that exceeded the specified limits, reporting non-recoverable errors ¿redundant position sensing check¿ and ¿ra encoder redundancy¿. Error codes ¿motor state mismatch¿ and ¿brake state measured and commanded mismatch¿ at ra_j2 were also identified. The aca must be rebooted to regain functionality. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy procedure, the arm triggered unrecoverable errors and became unres ponsive six times. Between each occurrence of the error, the team was able to regain control of the arm. The team continued using the arm in this condition until the end of the surgery. The reported issue resulted in an approximate delay of 10 minutes. There was no patient injury.